Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose level was not impacted. A system check was performed using the current supplies and insulin was observed exiting the infusion set tubing. The customer declined to remove their infusion set site or continue troubleshooting due to not having supplies with them at the moment. During a follow-up, the customer reported they were using alternate therapy for insulin therapy and stated they would contact tandem technical support once they are ready to use the pump for insulin therapy.